Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose level was 50 mg/dl at time of incident and current blood glucose was 150 mg/dl. Customer treated with food for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer alleges insulin pump was over delivering because customer had to suspend delivery during the days so that customer did not go low. The insulin pump will not be returned for analysis.